Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The bilaterally implanted recipient reported changes in the sound with the left side device; however the parents have not noticed a decrease in the recipient's hearing performance. There are no reports of any head injuries, changes to medication or illness in the last year. Re-implantation is being considered but a date for surgery has not been made available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reports changes in sound, but the parent does not notice a decrease in the users hearing performance. There are no reports of any head injuries, changes to medication or illness in the last year. A further integrity test is scheduled for (B)(6) 2018. Reimplantation is considered if loss of electrodes causes a decrease in performance.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted recipient reported changes in the sound with the left side device; however the parents had not noticed a decrease in the recipient's hearing performance. There were no reports of any head injuries, changes to medication or illness in the last year. The recipient was seen on (B)(6) 2018 for device assessment. No swelling or redness over implant site, though some indication of discomfort was noted. Re-implantation was performed on (B)(6) 2018.